Manufacturer narrative:
Initial report sent: 08/20/2007.

Event description:
Procedure type: ls diagnostic. According to the reporter, the trocar cracked in the middle of the fixation cannula housing a little bit more proximal to the housing unit of the trocar and insufflation stop cock area. The broken pieces were removed with the use of a kelly clamp. No pt injury was reported.